Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications at the time of shipping. The user reported issue of elevator not working properly could not be duplicated in device evaluation. Found in device evaluation was foggy image, which means moisture invasion which was confirmed for the device. The invaded moisture very likely caused corrosion of the light guide lens inner parts, and the corrosion products remained inside the lg-lens as dirt. Other incidental observations were: objective lens is scratched; distal end rubber insulation glue is lifted; insertion tube is scratched and wrinkled; control section is deformed and forceps channel port is scraped; some defects in control section appearance; switch box is dented and switches sw1 and sw3 are cut; universal cord / video cable wrinkled; scope connector dented and dirty with some defects in appearance; play on angulation control knob with insufficient angulation; black dots in image, image out of focus/blurry, foggy in the center, and image noise; and light guide lens is cracked and scratched. The instructions for use (IFU) includes the following statements: IFU (operation manual) ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. IFU (reprocessing manual) be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions.

Event description:
This device was returned by the customer for the issue of the forceps elevator not working properly. Upon inspection, it was noted that the inside of the light guide lens had dirt and was cracked. This medwatch is being submitted for the issue of the light guide lens. There is no reported harm to any patient.

Manufacturer narrative:
Event date is (B)(6), 2021. Upon inspection and testing, it was observed that the inside of the light guide lens had dirt and was cracked. In addition, the image had vertical lines and multiple dots (top-right corner) during the foggy test, switch 1 had multiple cuts, and light guide cover glass was sticky. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.